Manufacturer narrative:
(B)(4). The sample was discarded, therefore no evaluation could be performed. The lot number was not provided. The reported issue could not be confirmed and the cause could not be determined. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that the home patient (hp) had received a system error (se) 2367 alarm (an alarm that discontinues the present therapy and is due to a previous se) on the homechoice (hc) machine. The hp then stated that in the alarm log, a se 2240 preceded the se 2367. The hp was connected at the time of the alarm. The hp stated that she was able to perform therapy at a later time with no difficulties. There was no patient injury or medical intervention associated with this report.